Event description:
This spontaneous report was received from a us health care professional and concerns a patient. The patient was injected with radiesse(+), into the chin (off label use of device). After the radiesse(+) injection, the patient was experiencing numbness and bruising on the other side of the face. At the time of this report, they had the symptoms. Due to the provided information, the outcome of the event was considered as not resolved. Follow-up information was received on 05-dec-2023: this case was upgraded to serious. The event necrosis was added. The events numbness and bruising were deleted, they were considered to be symptoms of necrosis. Patients gender (male) was provided. The patient followed protocol from the reporter and was advised to go to the emergency room. He received proper medications for treatment of necrosis and was healing. Due to the provided information, the outcome of the event was considered as resolving (changed from not resolved).

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event necrosis (pt: injection site necrosis), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse(+) injectable implant could not be reviewed, as the lot number was not reported.